Event description:
The customer reported a leak at the cap piercer involving the unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) determined that waste was not evacuated and there was a buildup of waste in the cap piercer waste valve. The fse cleaned the waste valve and no further issues were noted. Failure mode is attributed to an obstructed cap piercer waste valve. (B)(4).